Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pacemaker upgrade procedure, the physician attempted to implant a left ventricular lead. The lead was inserted into a guide catheter but could not easily advance through. The lead was inserted into a different catheter which also exhibited difficulty in advancing the lead. A new lead was used on the same catheter and the procedure was completed without further complications.

Manufacturer narrative:
Final analysis found that the lead was returned in one piece measuring 85.8 cm. The catheter used in the procedure was not returned. An insertion test was performed and found no restrictions with insertion and removal of the inner catheter. The lead s-curve hump height was measured and was found to be within specifications. Analysis was normal, and no anomalies were found.